Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding") and dysplasia ("severe dysplasia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal, partial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysplasia and uterine leiomyoma outcome was unknown. The reporter considered dysplasia, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding") and dysplasia ("severe dysplasia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal, partial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysplasia and uterine leiomyoma outcome was unknown. The reporter considered dysplasia, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), dysplasia ("severe dysplasia") and infection ("infection nos"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with gramicidin; polymyxin b sulfate (original antibiotic). And surgery (essure removal, partial hysterectomy) on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysplasia, uterine leiomyoma and infection outcome was unknown. The reporter considered, dysplasia, genital haemorrhage, infection, pelvic pain and uterine leiomyoma to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022, pif received: new event added: infection nos and treatment drug, product start date were added. Based on the available information. A review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.